Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 62 mg/dl and it was addressed by the customer drinking orange juice. Troubleshooting did not occur with tandem's technical support as the alleged issue occurred in the past and the customer had changed out all the supplies. At the time of the report, the customer's blood glucose level was "under control."